Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The pt reported the device had not been working anymore and had not worked for a couple of years. Pt said they were 'never' really able to use it anyways. Pt had a lot of problems with it. Pt then was able to get some help that sort of kind of helped. Pt explained they used to get these big shocks from the device. Pt said "I never trusted it". "I could use it in very limited application". One time pt was standing in front of the bathroom counter and got this massive shock and it just kind of turned their legs to jelly. That happened a couple of more times out of the blue. There were certain things, certain motions like if pt lifted their arms up pt would overstimulate. Pt reported they fell in probably 2016 when was on a walk in a national park and tripped and fell pretty hard. After that time therapy did not work in one leg for a while. Pt got it adjusted. Pt went through all kinds of adjustments. Pt worked with medtronic rep at hcp's office. They got it to a place where the device was 'semi kind of working' but after that pt did not follow up with the rep. Pt also mentioned their ins had to be jump started once and it worked but pt still had a problem with the shock. Pt said they had not tried using it for at least 2 years and did not want to use it.